Event description:
Injury: a physician reported that a young man has been using a novopen 1.5 device and novofine 30 needles since the beginning of the summer in 1997, had a novofine 30 needle break off subcutaneously. The young man was hospitalized and the event required surgical excision. The novopen 1.5 device and the novofine 30 needle, both of which the physician considers suspect, were discarded during his hospitalization. No further info concerning the man or the event has been provided.